Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine procedure for a generator change. It was noted that noise, noise reversions leading to auto mode switch had been present on the atrial lead. Episodes of atrial fibrillation were also present. The atrial lead was capped on (B)(6) 2019 during the generator replacement . The patient was stable before, during and after the procedure.